Manufacturer narrative:
Device evaluation: g4, h2, h3, h6 and h10. Result of investigation: the suspect device has been returned to the manufacturer for evaluation, and technical support was able to verify the reported event. Investigation reveals, unit failed troubleshooting final test flow and o2 blending. The flow and o2 bending test failed for non conformance with measured o2 percentages. The service technician replaced 02 blender and performed 6 year pm.

Manufacturer narrative:
Any additional information provided by the customer will be included in a follow up report. At this time, vyaire has not received the suspect device/component for evaluation.

Event description:
It was reported to vyaire that the lap top ventilator 1200 experienced a drop in fio2 while connect to a patient. The customer stated that this issue occurred during transportation from one room of the hospital to another. The customer also confirmed that the patient was transferred to another ventilator. However, there was no patient harm associated with the reported event.